Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed into reported events. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult to remove from anatomy and device causing damage to another device appear to be related to user technique/procedural circumstances. Additionally, the reported positioning failure issue was due to the reported delivery catheter (dc) handle retraction issue. Lastly, a definitive cause for the reported dc handle retraction could not be determined, there is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device will be filed under a separate medwatch report number.

Event description:
This is being filed to report the difficulty removing the device causing an interaction with the implanted clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds)(00124u150) was advanced to the mitral valve however several attempts were made to grasp the leaflets however were unsuccessful. The cds was removed without issue. Another cds (00215u180) was advanced and the clip implanted at a2p2. A third cds (00215u127) was advanced and several attempts were made to place the third cds however the leaflets could not be grasped due to the inability to sufficiently retract the delivery catheter (dc) handle. During retraction of the cds, the clip became stuck on the posterior leaflet. Once released, the clip interacted with the deployed clip, causing it to detach from the anterior leaflet (single leaflet device attachment (slda)). At this point the physician decided to remove the cds and steerable guide catheter (sgc) and attempt a second transseptal puncture to gain additional height. It was noted that the cds handle would not retract fully to the sleeve of the cds. Upon removal from the anatomy, it was noted that when the a knob was returned to neutral, the dc handle did retract fully to the sleeve. More height was gained with the second transseptal puncture therefore another cds was advanced and placed medial to the stabilize the slda clip, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.